Manufacturer narrative:
(B)(4)

Event description:
It was reported that "the medial lumen tube collapsed (the walls stuck together) following the injection of contrast medium for a CT scan." Additional information received states " when the contrast medium was injected, the medial line was significantly dilated, and the healthcare team aspirated the line to remove the contrast medium. As a result, the line completely collapsed (the walls stuck together) and was then unusable. The line was then removed as the patient was transferred to another department." There was no medical intervention required. The patient's current condition is reported as "fine".

Event description:
It was reported that "the medial lumen tube collapsed (the walls stuck together) following the injection of contrast medium for a CT scan." Additional information received states " when the contrast medium was injected, the medial line was significantly dilated, and the healthcare team aspirated the line to remove the contrast medium. As a result, the line completely collapsed (the walls stuck together) and was then unusable. The line was then removed as the patient was transferred to another department." There was no medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer provided one photo for analysis. The image shows a 3-lumen catheter inside a patient. The medial line has collapsed with evidence of stretching. Based on customer provided information, it is assumed the photo was taken after the extension line ballooned and the contrast medium was withdrawn causing the walls of the extension line to collapse. The customer also returned 3-lumen cvc for analysis. Signs of use in the form of biological material were observed inside the catheter. The catheter body appeared severed, and the medial extension line was ballooned. No other defects or anomalies were observed. Three stopcock valves were also returned. The ballooning of medial extension line was located 50 mm from the juncture hub to the luer hub. The outer diameter of the undamaged portion of the medial extension line measured 2.96 mm, which is within the specification limits of 2.90 mm - 3.0 mm per the medial extension line extrusion product drawing. The catheter body length from the juncture hub to the severed end measured 119 mm , which indicates that 39.5 mm - 56 mm of the catheter body was severed and not returned for analysis (per the catheter product drawing). The catheter body outer diameter measured 2.90 mm, which is within the specification limits of 2.85 mm - 2.95 mm per the catheter body extrusion product drawing. A lab inventory syringe filled with water was attached to all three extension lines and flushed. No blockages or leaks were encountered as all three extension lines flushed as intended. Performed per IFU statement, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." The IFU provided with the kit warns the user, " using catheters not indicated for pressure injection for such applications can result in inter-lumen crossover or rupture with potential for injury". The IFU also states "ensure catheter patency prior to use. Do not use syringes smaller than 10 ml to reduce risk of intraluminal leakage or catheter rupture" the report of a ballooned extension line was confirmed through complaint investigation. Visual analysis of the returned 3-lumen cvc revealed that the medial extension line was severely ballooned/stretched. The observed damage appears consistent with damage due to over-pressurization of the catheter which can be a result of kinks or occlusions to the lumen of the catheter during injection. The IFU provided with the kit warns the user, "using catheters not indicated for pressure injection for such applications can result in inter-lumen crossover or rupture with potential for injury". Based on the circumstances, unintentional use error likely caused or contributed to the reported event. Teleflex will continue to monitor and trend for reports of this nature.